Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Insulin pump passed the dat test at 0.08710 inches. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No unexpected bg reading anomalies, sensor updating anomalies, need to change messages, change sensor alerts, sensor updating alerts, sg value not available alerts and calibration not accepted alerts noted during testing. No unexpected under or over delivery anomalies noted during testing. Insulin pump communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test bg value was displayed on the sensor glucose graph screen. The correct test bg value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No communication anomalies noted.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer had 19 units of insulin left, and 15 minutes later, he had less than 9 units left. The customer did not how know all of that insulin disappeared. The customer mentioned that he gets inaccurate readings as well. The customer reported a sensor glucose of 398 mg/dl and a blood glucose of 240 mg/dl. The customer also stated that he frequently experiences low blood glucose levels, and the auto mode feature does not prevent him from having low blood glucose levels. The customer declined troubleshooting as he was at work.

Manufacturer narrative:
The previous supplemental report was submitted without an aware date. The report should have been submitted with an aware date of (B)(4) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. No further troubleshooting was performed. The device will not be returned for analysis.